Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups batteries were replaced. The system was then found to be operating as intended.